Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The events can be detected and prevented in accordance with the following sections of the instructions for use: "chapter 5: reprocessing the endoscope (and related reprocessing accessories), 5.5: manually cleaning the endoscope and accessories, clean the external surface¿ describes the methods for inspection on the suggested event." ¿chapter 8: storage and disposal¿. Additionally, the user can check the environment of the handling, such as if any stain remains, clean thoroughly until all stain is removed, drain residual water in the channel after cleaning, and dry it." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle of the colonovideoscope had foreign material. There were no reports of patient involvement.